Event description:
It was reported that the insulin gauge displayed an amount different from what the customer expected, with a discrepancy of more than 30 units between the displayed fill estimate and the expected amount. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by reloading the same cartridge.